Manufacturer narrative:
According to the customer, on (B)(6) 2023 the manifold was noted to be leaking "epinephrine, levophed, and milrinone" infusions. The customer reported the device was in use for "about 24 hours" prior to the reported incident being identified. The customer reported there was "increased patient monitoring" and the product was removed from use "immediately" when the reported incident was identified. The customer reported the procedure was able to be completed and the patient was discharged home. Sample was requested for return evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2023 the manifold was noted to be leaking "epinephrine, levophed, and milrinone" infusions.